Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen would not respond when pressed and could not be programmed. This was due to a broken device touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not working. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.